Manufacturer narrative:
Date of event: the date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-27, information was received from a consumer regarding a (B)(6), male patient who was receiving saline via an implantable pump for non-malignant pain and failed back surgery syndrome. The most recent drug the patient had in the pump was dilaudid. On an unknown date in (B)(6) 2016, the pump started beeping. The patient could not hear the alarm, but his daughter could. The patient no longer used the pump and it had saline in it at minimum rate. The patient thought the pump needed to be replaced or it may just be empty; he was not sure. No patient symptoms were reported. The patient¿s physician was retired and he no longer had a managing physician. On (B)(6) 2016, the patient went to the hospital. It was confirmed that his ¿pump has died.¿ the patient was looking to contact a new physician about the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.